Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episodes were observed due to myopotential oversensing. The oversensing was noticed during coughing or laughing. Programming changes were recommended.